Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information. Corrected data: lot number: 4c0627. Expiration date: 02/28/2008. Manufacture date: 04/06/2004.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient had re-operative valve surgery after an implant duration of approximately seven years. Based on the follow-up with the health-care provider, it was learned that the transapical mitral valve-in-valve procedure was due to stenosis. Per the operative report findings, tee showed severe bioprosthetic mitral stenosis with an ef of 55%. An edwards sapien tissue valve was placed in the mitral position using the rf 3 system. The valve was noted to be in an excellent position without migration. The balloon and wire were removed and the valve assessed with tee evaluation revealing excellent valve position, function and not pvl. There was no mitral regurgitation or mitral stenosis.

Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the edwards device could not be evaluated as it remains implanted in the patient; therefore, the root cause of this event could not be investigated. The device history record (DHR) review is still in process.